Manufacturer narrative:
The technician found the brake caster is the cause. Per the hill-rom service manual the retractable bed must have an effective maintenance program. We recommend that you perform preventative maintenance annually to help to ensure a long and productive life for the retractable bed. This will help minimize downtime due to excessive wear failures. Brake and steer: test the brakes to determine if the bed moves when the brake is activated. Adjust if required. Inspect the steer activation and adjust if required. Check caster tires for cuts, wear, tread, etc. Replace if necessary. The technician replaced the brake caster to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brake caster would not hold when the pedal is in brake position. The bed is located in the bed shop at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).